Event description:
Sorin group received a report that the cardioplegia display did not appear on the central display module of the s5 system. It was also reported that the issue occurred intermittently during priming and there was no pt involvement.

Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) manufactures the s5 cardioplegia sensor module. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group field service rep was dispatched to the facility to investigate. While at the facility the service rep replaced the cardioplegia sensor module and subsequent testing confirmed that the issue was resolved. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.